Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced abdominal pain and leg weakness. As a result, surgical intervention was undertaken on 29 november 2023 wherein entire system was explanted to address the issue.